Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log files captured the device operating as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists other neurologic event (not stroke-related) as a potential adverse event which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management,¿ lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for unknown seizure activity on (B)(6) 2025. The patient was alert and following commands. Neurology consulted and performed a head computed tomography (CT), and a 20-minute electroencephalogram (eeg), but there were no new findings. The patient was on apixaban (eliquis) 2.5 twice a day, and the ventricular assist device (vad) and renal functions were within normal limits, though the patient's compliance with medication was unknown. No equipment was exchanged. Log files from the day of admission were sent for review and appeared to show that the vad and peripheral equipment had functioned as intended. The patient was discharged home on keppra (levetiracetam) after a follow up with neurology outpatient.